Manufacturer narrative:
An MDR follow-up report will be submitted after the elevated complaint investigation is completed. Note: a UDI number in the report is not applicable for this incident because the incident occurred in (B)(6) on a ce marked product (2g31-90) that is same as or similar to the us FDA approved product (06l18-90) in design, but differs in list and lot numbers.

Event description:
The abbott realtime hiv-1 assay is an in vitro reverse transcription-polymerase chain reaction (rt-pcr) assay for the quantitation of (B)(6) on the automated m2000 system in human plasma from (B)(6) infected individuals over the range of 40 to 10,000,000 copies/ml. The abbott realtime hiv-1 assay is intended for use in conjunction with clinical presentation and other laboratory markers for disease prognosis and for use as an aid in assessing viral response to antiretroviral treatment as measured by changes in (B)(6) levels. This assay is not intended to be used as a donor screening test for (B)(6) or as a diagnostic test to confirm the presence of (B)(6). A customer reported a delay in obtaining results for one patient sample due to receiving internal control failure error codes, possibly impacting patient management. Although it was known that the patient was (B)(6), the treating physician's protocol was to refrain from initiating (B)(6) until viral load result was received. The customer repeated the test with three different blood draws, using two assay reagent lots. The customer was unable to obtain results by activation of alternate test methods or through use of their reference laboratory. The reference laboratory also experienced a delay of results due to the same error code for the same patient sample. The customer performed a new assay calibration on (B)(6). In order to obtain a result on the patient sample in question, the leftover sample from the last blood collection was diluted. Sample dilution is not supported within the abbott realtime assay package insert, 51-602100r10. Result reported as > 7.0 log copies/ml (> 10,000,000 copies/ml). Result was reported approximately 5 weeks after initial sample was tested. Although the art initiation was delayed while awaiting the viral load result, the site did not report that the patient's condition worsened based on this physician's decision. Additional follow up has been attempted with the site and no additional information has been obtained to date. An elevated complaint investigation is in progress. This incident is being reported to FDA because the incident occurred in (B)(6) using realtime (B)(6) list number 2g31-90 which is same/similar to us FDA approved realtime (B)(6)- list number 6l18-90.

Manufacturer narrative:
The results of the elevated complaint investigation are summarized as follows for MDR 3005248192-follow-up report 1: note: customer was informed that the procedure to dilute a sample is not part of the assay package insert and therefore has not been validated by abbott. Additionally, the concentration of the original patient sample was greater than the linear range of the assay. Investigation into this complaint included an existing data review, a quality data review, a product evaluation and a frequency evaluation . Existing data review: per this review, the customers observation of internal control (ic) failures with error codes (ecs) was verified. This review concluded that the labeling was sufficient to explain and troubleshoot the error codes that the customer observed. Quality data review: the device history records did not identify any issues related to reagent performance during the production or quality control (qc) testing. Product evaluation: product evaluation with file samples did not identify any issues relating to the reported complaints. No error codes were received. Frequency evaluation: a frequency evaluation concluded that the product requirement for % of samples that shall be valid when judged by internal control continues to be met. Based on the results of the investigation elements a product deficiency was not identified.